Event description:
Fiberoptic sensor module failure; pauses seen in tracing more than two heart beats. Patient stable. Switched with other iabp (intra-aortic balloon pump) and second iabp fill failure. Patient switched back to the original iabp. After further discussion with the maquet technical representative, removed pump from patient and replaced with a different model iabp.